Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead dislodged after withdrawing the sheath on two occasions. It was further reported that, after repeated attempts, the screw of the lead's tip was somewhat deformed. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.